Event description:
Patient´s legal representative reported "allergan biocell textured breast implants". Patient's representative additionally reported "an accumulation of foreign and adulterated silicone particles in the body, including resulting inflammation and cellular damage." This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.